Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that patient death occurred. A lead integrity alert (lia) occurred due to high right ventricular (rv) lead thresholds, increased impedance, and oversensing. These readings activated the patient's remote monitor, and a remote monitor technician was able to make contact with the patient. At this time the patient was being transported and given emergent care. The patient's arrhythmia was identified as ventricular fibrillation (vf), and no shock was delivered due to the activated lia.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.